Event description:
It was reported that the customer has high blood glucose. Customer is concerned about the infusion sets. The blood glucose reading was 350 mg/dl. Customer treated with manual injections. The blood glucose reading did not come down. Customer stated that the reservoir had the same amount of insulin. The current blood glucose reading is 106 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Units left in the display matched with the units remaining in the test reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.